Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) port was dislodged. Due to the confidion of the device, a data log was unable to be downloaded. The reported event of a hardware error was not confirmed. A root cause could not be determined.